Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer and obtained the following information: the pulley detached in the instrument jaws. The instrument was inspected prior to use with no issues noted. The surgeon was trying to grab tissue when the issue occurred. There were no collisions with other instruments and no fragment fell.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire show damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a surgeon reported a pulley detachment in the instrument jaws of the fenestrated bipolar forceps at the end of the procedure. There was no report of fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.